Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill 4 of 5. The home patient (hp) stated that, last night he got an alarm and he followed the instructions that was given to him last time and using the patient at home guide. The technical service representative (tsr) instructed the hp the call baxter at the time of the alarm to better troubleshoot. No patient injury or medical intervention was indicated at the time of the initial report.